Event description:
It was reported that there was noise oversensing on right ventricular (rv) channel. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).